Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro codes nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial/batch:(B)(6).

Event description:
It was reported that during a follow up appointment the deep brain stimulation (dbs) patient reported having pain and discomfort at the neck area. The physician manipulated and lifted the dbs implantable pulse generator (ipg) and lead extension as a result the pain was relieved. It was noted that the patient has had weight loss, and several falls related to the progression of their disease that may have contributed to the ipg possibly migrating, resulting in pulling of the lead extension, causing the pain and discomfort per the physicians assessment. The patient underwent a procedure where the ipg and lead extension were repositioned before completing the procedure. The ipg and lead extension remain implanted and continues to deliver therapy. The patient did well post-operatively.